Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was taken back to the operating room (or) to remove the hematoma from the chest; the staff found an infection (mold) in the pt's chest. The pt never woke up neurologically after returned from the operating room. The pt had head bleeds; support was withdrawn and the pt expired.

Manufacturer narrative:
According to the info provided to the MFR, the lvad was not explanted and will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.